Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. As a result, noise oversensing was noticed and inappropriate atrial tachy response (atr) episodes were stored. Technical services discussed possible causes and provided troubleshooting options. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. As a result, noise oversensing was noticed and inappropriate atrial tachy response (atr) episodes were stored. Technical services discussed possible causes and provided troubleshooting options. No adverse patient effects were reported. This ra lead remains in service. Additional information indicated that the patient with this ra lead underwent a ra lead revision procedure, as a result, this ra lead was surgically abandoned and successfully replaced. Other than the surgery, no additional adverse patient effects were reported.